Manufacturer narrative:
Investigation results: one photo received at bd (B)(4). An evaluation was performed, it appears to be an insect however, it is difficult to identify clearly the type of foreign matter (fm). Additionally, p/n 301029 is packaged in bulk configuration. It is not clear where within the product or box the fm was found. Since no physical samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Lot number is unknown, therefore DHR/qn review could not be performed. Product defect not confirmed, if further investigation is required by customer lot # and samples will be required. Root cause undetermined. CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as "particulate" was found in a bd 10ml syringe luer-lok¿ tip before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Additional information / investigation: a sample was received for evaluation. Sample evaluation: a single loose 10ml syringe was received from unknown batch # (reported p/n 301029). Sample was visually evaluated. A large piece of thick sticky tape was wrapped around the flange and thumb rest of the syringe. A fragment of a bug was found attached to part of the tape on the outside and covered with more tape. The bug was not inside the product but on the tape. The evaluation of the returned sample did not change the outcome of the supplemental MDR. Pr # (B)(4), MFR # 1213809-2018-00068. Follow up number 1.